Manufacturer narrative:
(B)(4).

Event description:
The pt never had therapeutic effect following implant. The actual residual pump volume (19 cc) was greater than the expected residual volume (3 cc). The event logs were normal. The device system was used to deliver baclofen.